Event description:
Reportedly, the surgeon was doing a "lar" when he tried to remove the instrument it would not come, he then applied pressure and tore the anastomosis. The anastomosis had to be oversewn by hand. No pt injury.